Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as per planned schedule without any display and the issue occurred during morning system check, and it was stated that from the cold restart of the system the issue was resolved. It was reported to philips that loss of live image. Review of the logfile shows system did not reboot for a long (>25 days) time. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and could not find anything related to the issue hence requested onsite support. The philips field service engineer (fse) checked the system onsite and the hospital biomed stated that the issue occurred during morning system check and cold restart of the system resolved the issue. No service has been performed by philips. To date, no further information was received. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure completed as planned without any display and the issue occured during morning checkup which was resolved by a cold reboot. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. The evaluation method code was corrected. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system lost the live image. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.